Manufacturer narrative:
The returned device was evaluated. During external inspection damage to the front cradle housing was discovered. The unit was able to power on using both battery and ac and remained on when switching between ac and battery power. The unit was able to obtain measurements and was found to visually and audibly alarm during alarm conditions. No interference observed when obtaining measurements. Internal inspection was performed and the core board j3 connector was not fully latched. This connection is associated with the touchscreen and no touchscreen anomalies were observed during testing. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the unit does not measure parameters properly. Additionally, the customer reported "too much interference." No consequences or impact to patient were reported.